Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Na.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous 90% stenosed lesion in the proximal left anterior descending (plad) artery. A 4.00x12mm nc trek neo balloon dilatation catheter (bdc) was advanced to the target lesion and inflated one time to 6 atmospheres (atm) when the balloon ruptured. The bdc was removed and a non-abbott cutting balloon was used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.